Event description:
The customer reported non-reproducible, false positive troponin I (access® accutni¿) results, for two patients, involving the access® accutni¿ used in conjunction with the access® 2 immunoassay system. This report is one of two referencing the event date noted. The false positive results were released from the laboratory. There is no patient impact associated with this report. One patient's sample was retested on the original instrument and obtained a lower result within the normal reference range. The customer retested the patients' samples on an alternate methodology and obtained negative results, within the normal reference of the assay. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The samples were filtered and all testing was performed from an insert cup. Quality control (qc) performed prior to and after the event was within the laboratory's established ranges. No system issues were noted. The customer supplied beckman coulter with the patients' samples for further analysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni¿ device was returned for evaluation. The field service engineer (fse) proactively replaced the aspirate probes, associated peristaltic pump tubing, the main pipettor tip, the substrate probe, and the mixers and belt. The fse also replaced the precision pump seals and rebuilt the wash and precision valves. The fse removed and cleaned the wash wheel assembly. The fse performed all pipettor and belt alignments, and adjusted the ultrasonics voltage and luminometer to be within instrument specifications. System verification testing (system check, high sensitivity system check, precision testing, and quality control) was within assay and instrument specifications. No hardware malfunctions were identified during the service. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of patient source interference for one of the samples received from the customer. The interference was related to alkaline phosphatase. In conclusion, the likely cause of the elevated troponin I results for patient 1 was determined to be patient source interference related to alkaline phosphatase. For patient 2, there is insufficient evidence to determine a definitive cause for the erroneously elevated troponin results. This medwatch report is related to MDR 2122870-2014-00133.